Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d9, g3, h2, h6. The reported event was able to be confirmed via product return. Visual examination of the returned product found the sterile packaging exhibited thermal damage. The inner blister seal was measured and found to be narrow, however, there is sufficient adhesive residue on the blister flange, which indicates the seal was conforming. Sterility is considered not breached. Review of the device history records identified no deviations or anomalies during manufacturing. The root cause of the reported event is attributed to a manufacturing issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information to report.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in australia. H6: proposed component code: mechanical (g04) - femur. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a femoral component was not used due to damaged packaging and questioned sterility. Upon opening the outer box during setup for implantation on an unknown date, the packaging was noted to be heavily deformed and warped. Although the seals appeared intact, the surgical team questioned the sterility of the device and decided not to use it. The device was not implanted. No known impact or consequence to the patient. Attempts have been made and no further information has been provided.